Event description:
Information received regarding the explanted device notes that the thresholds were >2.5v at implant and three days later, the thresholds were >5v. Therefore, the device was replaced. There were no consequences to the patient.